Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5568-45 lead, implanted: (B)(6) 1998 ; 5866-37m adaptor, implanted: (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was intermittently measuring low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.